Manufacturer narrative:
A button error alarmed after boot up. The unit had an intermittent button response on the esc button due to corroded keypad traces. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 201 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.